Event description:
Inappropriate therapy was reported and the lead was replaced. Additional information states an attorney alleges the patient is 'suffering complications' due to the lead.

Manufacturer narrative:
Asku